Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was going into critical override mode on and off repeatedly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and on and off repeatedly. A field service engineer (fse) used windows command prompt and identified a packet loss. Fse replaced the communication tube, but the issue remained unresolved. Fse then swapped the cables, information technology updated the firmware and worked with the remote support to change the network settings from half duplex to auto negotiation and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was going into critical override mode on and off repeatedly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.